Event description:
It was reported during a endoscopic retrograde cholangiopancreatography, upon withdrawing the scope from the patient, the distal cap was no longer attached. The cap was retrieved from the patient with the gastroscope and the procedure was completed.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the linked patient identifier (B)(6).

Event description:
It was reported that the distal cover detachment caused an extension of anesthesia time of 5-10 minutes to retrieve the device. However, there was no significant procedural delay due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the reported issue (distal cover detachment) was likely caused by the following: the distal cover was insufficiently attached. The user applied a load of friction to the distal cover by twisting, pushing, and pulling it in body cavity, or stress, such as interference with the mouthpiece, during the procedure. However, since the subject device was not returned to olympus for evaluation the reported event could not be confirmed. Therefore, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: "operation ¿ precautions: preparation and inspection: attaching accessories to the endoscope". This supplemental report includes a correction to b5 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.